Event description:
In a centricity ris ic/centricity pacs integrated system, when the customer is operating their system in pacs mode, the opportunity exists to get the two system out of synch displaying two different pts. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed. (B) (4).